Manufacturer narrative:
Manufacturer's report date: (B)(4) 2011. (B)(4). Unable to determine the cause of the leaking at the connection from the syringe to the mp1000-c because the set was not returned, and was discarded by the customer. The root cause of this failure was not identified.

Event description:
Customer reported chemo (doxyrubicin) leaked from the connection 30ml syringe to the mp1000-c. There was no pt or user harm reported and no medical intervention was required.